Event description:
It was reported that the patient experienced pocket stimulation which was correlated with and reproducible with lv (left ventricular) pacing. Pulse width was increased, amplitude voltage was decreased, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).